Manufacturer narrative:
Explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony toric multifocal intraocular lens (model zxt150, +21.0 diopter) was explanted from the patient''s right eye because of the patient experiencing blurry vision. Reportedly, lens model zxr00, +17.0 diopter was implanted as a replacement. No incision enlargement, no vitrectomy was performed. No other medical or surgical intervention was required. The patient was reported doing good when discharged. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 3/21/2018. Device returned to manufacturer: yes. The intraocular lens (iol) was returned to the manufacturing site for evaluation. The product was investigated by a qualified inspector using a microscope with a 12x magnification. No anomalies were found. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.